Event description:
While attempting to place the catheter, the guidewire unraveled at the tip. This caused a snagging action in the catheter as well as multiple slices in the catheter. The pt had a lump at the insertion site. An x-ray showed a catheter fragment still in the pt. The fragment was scheduled to be surgically removed.